Manufacturer narrative:
Investigation results: novopen 4. Batch: bug 1380. A batch trend report has been created. Nothing abnormal was found. Novolin n penfill 3 ml - 100 ui/ml. Batch: cs6b765. A batch trend report has been created nothing abnormal was found. Final manufacturer comment: (B)(4) 2014: as no pen has been returned to novo nordisk for investigation, it is thus not possible deduct a clear root-cause for the experienced event or find cases with similar events as described in (B)(4). Reporter comment: the pt's mother wanted to know about the safety of the product because her daughter needs to inject two doses of insulin daily and she cannot face this situation again. She was worried about her daughter's life and this fault put her life at risk. She does not allow us to contact pt's doctor and allows us to contact her later. The sample will not be returned for investigation, it was returned for the drugstore where she received a replacement.

Event description:
Fault on novopen 4 (pen had its piston rod damaged) [device damage]. ([Diabetic ketoacidosis], [incorrect dose administered by device]). Blood glucose is wavering [blood glucose fluctuation]. Blood glucose increased [blood glucose increased]. Blood glucose fluctuation [blood glucose fluctuation]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous regulatory authority (anvisa) case reported by a health care professional from (B)(6), concerns a (B)(6) female pt with "type 1 diabetes mellitus", who was treated with novolin n penfill (long acting human insulin) using novopen 4 (insulin delivery device) and novopen 3 and reported "blood glucose fluctuation" beginning on an unk date, "fault on novopen 4 (pen had its piston rod damaged)", "injected an incorrect dose of novolin n penfill", "ketoacidosis", "blood glucose increased" beginning on (B)(6) 2014, and "blood glucose is wavering" beginning on an unk date. Pt's height: (B)(6). Medical history includes type 1 diabetes mellitus (since she was (B)(6)). The pt does not have a relevant medical history and does not use concomitant medications. The pt's current condition includes infection (lung infection or urine (no conclusive diagnosis) and diabetic neuropathy. The pt has been using novolin n penfill with novopen for 15 years. It was reported that on an unk date the pt experienced blood glucose fluctuation while using novopen 3 to inject novolin n penfill and was needed hospitalization between (B)(6) 2013. It was reported that due to novopen 3's expiration (she bought it more than 5 years ago) she bought a novopen 4 on (B)(6) 2013 (batch number bug1380) to inject human insulin twice a day. After seven days of use, the pen had its piston rod damaged, no insulin was delivered anymore. Due to this fault, the correct dose was not being injected and the pt's blood glucose reached 395 mg/dl. The pt had a serious ketoacidosis episode and is now being recovered. The pt injected an incorrect dose of novolin n penfill due to a fault on novopen 4. For this reason, on (B)(6) 2014, her blood glucose was high; it reached more than 300 mg/dl. This was the first use of the cartridge and the pen was new. It happened in the first use of the pen. It was reported on (B)(6) 2014, that due to ketoacidosis, the pt experienced diabetic neuropathy and was also experiencing a lot of pain resulting from inflammation of the nerves. The pt had also facial ischemia of the left hand and her face was hardened due to ketoacidosis. At the hospital, the pt used antibiotics due to suspected lung infection or urine (no conclusive diagnosis). The pt received replacement of minerals such as magnesium, sodium and nph human insulin to control blood glucose, and regular insulin (novorapid) to correct blood glucose peaks. The pt had not achieved glycaemic control, her blood glucose was wavering. Additionally, the pt was very weak. In the mornings the pt had hypoglycaemia: (B)(6) 2014 was 42 mg/dl; (B)(6) 2014 was 68 mg/dl; (B)(6) 2014 was 52 mg/dl; (B)(6) 2014 was 51 mg/dl; (B)(6) 2014 was 77 mg/dl; and (B)(6) 2014 74 mg/dl. In the end of afternoon, around 17:00 h, she presented blood glucose levels of 230 and 270 mg/dl. In (B)(6) 2014, the dose of novolin n penfill was changed being 35 iu in the morning and 25 iu in the evening. On (B)(6) 2014, the pt started to use janumet 50/850 mg 1 tab daily to assist in glycemic control and thyoctacid 600h for the treatment of diabetic neuropathy. It was reported that since (B)(6) 2013, due to neuropathy, that has affected her limbs, the pt's mother was injecting insulin for her. Before hospitalization, pt performed injections alone, without help. The operator did not receive any training, but has read the leaflet and manual. The device has not been tested by its function. The pt did not know the brand name of the needles used, but the same needle was reused twice. After discharge, the doctor recommended the implementation of regular insulin if blood glucose was above 250 mg/dl, like the following: if the blood glucose was above 250 mg/dl, 6 iu is injected and she measures blood glucose 1 hour after the application, if it stays above 250 mg/dl, she need to inject more 2 ui and she must not exceed 10 ui/daily. The pt performed a serious treatment; she was followed by a nutritionist. Action taken to novolin n penfill, novopen 3, novopen 4 was not reported. The outcome of the event "blood glucose fluctuation" was not reported. The outcome of the event "ketoacidosis" was reported as recovered. The outcome of the event "blood glucose increased" was reported as not yet recovered. The outcome of the events "fault on novopen 4 (pen had its piston rod damaged)" and "injected an incorrect dose of novolin n penfill" was not reported. The outcome of the event "blood glucose is wavering" was not reported.